Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic fluid; alcl (marker alk- has not been reported or confirmed).

Event description:
The physician reported that a patient experienced itching and "periprosthetic effusion" in the right breast approximately four years after implant. The device was explanted and replaced. The patient's symptoms continued and, approximately six years late, diagnostic testing of the periprosthetic fluid was performed and breast implant-associated anaplastic large cell lymphoma (bia-alcl) was diagnosed. The device was explanted. The physician reviewed the pathology slides obtained after explant of the first device and confirmed the patient had bia-alcl at that time, prior to implantation of the second device. Only the marker cd30+ has been provided; this is an unconfirmed case of alcl.